Event description:
A hemodialysis patient reported she saw a dialysate valve error on the machine during treatment. She was not able to reset the machine and could not complete her treatment. She lost one circuit of blood, approximately 300-350ml. No medical intervention was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion the plant's investigation.